Manufacturer narrative:
The compromised force sensor system alarm occurred during basic occlusion test due to protruded/loose drive support disk. The insulin pump was received with cracked battery tube threads, broken reservoir tube lip, minor scratched lcd window, cracked case at display window corner and cracked lcd window.

Event description:
It was reported that the customer received a compromised force sensor system alarm. It was also mentioned that the customer's drive support cap is sticking out. Customer's blood glucose level at the time 132 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.